Event description:
Patient reported via regulatory agency rupture, capsular contracture, baker grade unknown, ¿yellow color exits pores¿, ¿countless tumors¿, ¿pellet tumors explode¿, ¿hard pellets, jello like substances fall out¿, ¿flash rash¿, ¿displaced/malposition laterally¿ and chronic inflammation¿. Patient also reported ¿tumors grew into body, cerebrum, neck, shoulders, all over¿, ¿silicone poisoning from shell¿, ¿severe cognitive function led to temporary psychosis¿, ¿neuropathy¿, ¿spinal arthritis¿, ¿osteoporosis¿, ¿ptsd¿, ¿traumatic brain injury¿, ¿blurry vision¿, ¿asthma¿, ¿hair loss¿, ¿nails stopped growing¿, ¿cognitive dysfunction¿, ¿hearing loss¿, ¿choking sensations¿, ¿chronic uti and yeast¿, ¿bowel dysfunction¿, ¿degenerative disc disease¿, ¿spinal stenosis¿, ¿insomnia¿, ¿mood swings¿, ¿high cholesterol¿, ¿hyperthyroidism¿, ¿neuro with possible accommodative instability¿, ¿kidney stones¿, ¿chronic autoimmune dysfunction¿, ¿chronic light sensitivity¿, ¿countless tumors¿, ¿chronic heavy metal poisoning¿, ¿teeth grinding¿, ¿mouth sores¿, ¿saline gets trapped in tumors¿, ¿burning/stinging¿, ¿pellet tumors explode¿, ¿hard pellets and jello like substances fall out¿, ¿missed menstrual cycles¿, ¿yellow color exits pores¿, ¿hold/ cold¿, ¿body numbness/pins/needles¿, ¿neurotoxicity of the amygdala, hippocampus¿, ¿lining of small/large intestines polluting bloodstream¿, ¿interfering with brain transmission¿, ¿affecting frontal lobe¿, ¿encephalitis¿, ¿cognitive dysfunction¿, ¿right one slipped into skull¿, ¿complex regional pain syndrome¿, ¿chronic systemic joint pain¿, ¿muscle spasms/pain/weakness¿, ¿teeth/jaw pain¿, ¿fibromyalgia¿, ¿chronic fatigue syndrome¿, ¿migraines¿, ¿nausea¿, ¿equilibrium off¿, ¿anxiety¿, ¿depression¿, ¿chronic fever¿; these events are not device related. Device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5095785. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown and drainage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture, capsular contracture baker grade unknown, and drainage. Reoperation has not been scheduled at this time.

Event description:
Patient reported immediate problem, doctor didn't listen, allergan said implants don't get you sick, became chronically ilu disabled over following decade, both ruined, rupture. Capsular contracture, right one slipped into skull, tumors grew into body, spine, cerebrum, neck, shoulders, all over, silicone poisoning from shell, severe cognitive dysfunction led to temporary psychosis last year leading to 6 day hospitalization, nearly killed me, my body is draining all torturous tumors. Ended up using wheelchair, cane, walker, unable to work and use college degree, had to put my ministry on a sabbatical. Life destroyed, allergan kept telling me implants don't make you sick. This is not true. The smooth are just as dangerous as the textured. So many lives destroyed. The silicone in the shell leaks out causing poisoning. The biofilm reacts to the implant regardless if smooth or textured. Please do something and save lives. Thank you. Oh, the draining feels like brillo and chards of glass being pushed through the veins including eyes. Sincerely, (B)(6). With god all things are possible- matthew 19:26. Stand for truth. God commands us to be courageous. Start reporting to med-watch and local medical board if sick from any medical device. Please. Help save lives. Except for levoscoliosis, ptsd, and kidney stones, all noted health issues developed after implant surgery reflex sympathetic dystrophy aka complex regional pain syndrome, neuropathy, spinal arthritis, osteoporosis, fibromyalgia, chronic fatigue syndrome, ptsd, awaiting tests for cancer and traumatic brain injury; covid. Backup chronic systemic joint pain, blurry vision, levoscoliosis, migraines, asthma; hair loss, nails stopped growing, cognitive dysfunction, nausea, muscle spasms/pain/weakness, hearing loss; choking sensations, chronic uti and yeast, bowel dysfunction, equilibrium off, degenerate disc disease. Spinal stenosis, anxiety ioepressioni insomnin mood swings, high cholesterol, chronic fever 2017 before covid, hypothyroidism, neuro with possible accommodative instability. Kidney stones, chronic autoimmune dysfunction, chronic inflammation. Chronic light sensitivity. Flash rashes; teeth/jaw pain, countless tumors. Chronic heavy metal poisoning/silicone leaks from shell, capsular contracture. Rupture right implant. Displaced/malpositioned laterally. Then into skull both implants ruined; teeth grinding. Mouth sores. Saline gets trapped in tumors. Burning/stinging. Bio-film expands throughout body. Pellets tumors explode. Hard pellets, and jello like substances fall out, roll, snap, crack, pop feel like dying feels like fiberglass missed menstrual cycles yellow color exits pores hot/cold chronic dehydration body numbness/pins/needles feels like scabies crown of thorns/body temporary paralysis the more my body rejects and drains, the better I feel my findings: breast implants cause neurotoxicity of the amygdala. Hippocampus, lining of small/large intestines polluting bloodstream interfering with brain transmission affecting frontal lobe/encephalitis/traumatic brain injury/cognitive dysfunction. Unknown if devices ha been explanted.